Manufacturer narrative:
Product evaluation: as the lens remains implanted, a product investigation was not possible. Manufacturing record review: a review of the records for the tecnis multifocal lens was conducted. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints related to the same production order was performed. The results revealed that one other complaint was received under this production order. That event was reported as visual disturbance and halos, glare. That complaint is not related to this event. Labeling review: the directions for use (dfu) for the tecnis® multifocal lens were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. In the warnings section of the dfu, it provides warnings about contrast reduction where it states that splitting of the light into more than one focus may affect image quality and lead to some reduction of contrast sensitivity for the patient. The information provided in the investigation, although limited, does not indicate any relationship of the complaint with the iol design or manufacturing. The complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: unknown. Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient whom has had two (2) abbott medical optics intraocular lenses implanted contacted amo. It was learned that the patient is inquiring if changing lens(es) will help his vision, as it is affecting his lifestyle. He is a golf player and when the ball goes up in the sky, there is a moment when he can no longer see the ball. Patient is an avid golf player and is simply not satisfied. Patient is working closely with his eye doctor and started using drops, alphegam po 1%. It was indicated that the patient was inquiring about the new lenses, and what the difference is in comparison to the lenses he already has implanted. What he is interested in is the extended version lenses of the tecnis multifocal family. This was suggested to him by his doctor. He stated he's working with his eye doctor who is definitely trying to assist him. The reason for prescribing the eye drops was not provided. The onset of the patient's symptoms was not provided. No further information was provided. Patient has two lenses implanted, this report represent the lens implanted in the patient's right eye. A second MDR is being filed for the lens implanted in the patient's left eye.